Manufacturer narrative:
Pt information was not available at the time of this report. Device manufacture date was unavailable at the time of this report. A medtronic representative was not able to duplicate the reported event at the site. The software investigation is in progress.

Event description:
A medtronic representative reported that the system froze during a procedure. There was no pt harm associated with this complaint.